Manufacturer narrative:
(B)(4). Concomitant products: us157850 160850 m2a magnum pf cup 50mm o.d. X 44mm i.d. 157444 037340 m2a magnum modual hea 44mm head diameter. 139254 274760 m2a-magnum 42-50mm tpr insrt-3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted: multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04301. 0001825034 - 2017 - 04304.

Event description:
It was reported patient¿s left hip was revised approximately 9 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient¿s left hip was revised approximately 14 years post-implantation due to failed metal-on-metal right hip replacement with pain and elevated metal ion levels. During the procedure, cloudy fluid consistent with metallosis was found. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.